Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead had experienced multiple falls unrelated to the device system. The lv lead subsequently displayed intermittent capture. A routine device change out procedure occurred and following a venogram, it was apparent that the subclavian vein was occluded and the lv lead had dislodged. The physician elected to explant the lv lead and sent the patient for an epicardial lead procedure. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.